Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported trouble getting the micrometer to zero before treatment. No patient involvement.

Manufacturer narrative:
During onsite visit field service engineer (fse) replaced micrometer and successfully tested depth measurements and completed system verification to specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).